Event description:
The customer reported that an IV tubing set had a hole and was leaking etoposide during an infusion. The customer reported that some of the chemotherapy agent leaked onto the patient, and it was quickly removed. The customer reported no patient harm.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.